Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue leaked on (B)(6) 2025, during administration of vasoactive drugs via a three-way valve, the luer cap suddenly detached, causing disconnection of the preceding three-way valve and leakage of the vasoactive medication. This resulted in a drop in the patient's blood pressure. The three-way valve was immediately replaced, vital signs were rapidly assessed, monitoring was intensified, and close observation was focused on the status of the three-way valve connection.